Event description:
On routine physical examination last week pt had a mammogram done. The doctor told them in 2003 that there was a "blow out". The implant was said to have ruptured. Pt was referred to a surgeon. In the last 15 years pt has had chronic fatigue syndrome and has suffered sleep deprivation.